Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the sureform stapler 60 instrument had a non-intuitive motion issue. The customer removed and reinserted the sureform stapler 60, however, the movements were the opposite. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per the robotic coordinator (roco), the sureform stapler was inserted inside of the patient. The surgeon was attempting to turn it to the right, but it moved to the left. The stapler was removed and a backup sureform stapler 60 was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting engagement issues and opposite movements, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 60 was returned unopened without being used. The instrument was opened and installed onto the system with a test drape and seal. The instrument failed the recognition and engagement tests on three out of four attempts. On the attempt that passed engagement, the stapler initialized, clamped, fired, and unclamped without any issues. The grips opened and closed properly. No physical damage was found, and the in-house system error logs showed three error codes of 22020 with a p3 value of 200ffffa indication of a roll hardstop engagement failure. Additional observation related to the customer reported complaint found that the instrument had a roll friction on the main tube. There was friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. Additional observation not reported by site found that the sureform stapler 60 have imprecise roll motion. This instrument¿s grip tips were not moving intuitively, they were not following the master tool manipulator (mtm) input commands smoothly in the roll direction. The instrument would move in the correct direction, but a lag was observed. The complaint regarding engagement issues and non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause for the engagement issue is attributed to manufacturing. Once the sureform stapler instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. Additional hardstop verification checks are performed as part of the engagement verification to mitigate non-intuitive motion. The probable root cause of roll hardstop engagement failures on the sureform stapler instrument is attributed to roll axis friction. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler 60 instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.